Manufacturer narrative:
Please see section b3 and b5 for updated information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the incident occurred on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version: 2.1.0, product ID: 9735820r, serial/lot#: (B)(6), UDI#: (B)(4); product ID: 9735821r, serial/lot#: (B)(6), UDI#: wo: h3: a medtronic representative went to the site to test the equipment. The camera was replaced. The system then functioned as in tended. H6: codes b01, c08, and d02 are applicable to the system checkout. Product: 9735821r hw analysis: h3: the camera, lot number: p924939, was returned to the manufacturer for analysis. A check of the event log did not show any adverse events the positioning sensor unit passed an accuracy test (aak) at .170mm with a passing threshold of .250mm. H6: codes b01, c08, and d14 are applicable to this analysis. Product: 9735820r hw analysis: h3, h6: the system control unit (scu), lot number: t906990, was returned to the manufacturer for analysis. The scu would not power u on the test bench. Codes b01, c02, c08, and d02 are applicable to this analysis. Product: 9735737 sw analysis h3, h6: a software analysis has not been initiated yet. Codes b17, c20, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the camera "wouldn't sync". Navigation was aborted. It was reported that when going into network device interface (ndi) toolbox, the status message, "polaris spectra system control unit (scu) connection, configuration alert" appeared. The camera had a steady amber light. The manufacturer representative (rep) hard rebooted the system and upon reboot and re-entering into stealthadmin > ndi toolbox, the same issue appeared. It was reported that the type of surgical procedure was a cranial resection. The issue occurred intra-operatively. This issue caused a surgical delay of less than one hour. There was no impact on the patient¿s outcome. Troubleshooting was performed. After the camera was replaced, there was an amber light-emitting diode (led) on the camera but the instruments were tracking. The ndi toolbox said scu connection failure. When the covers were removed, the green lights on the scu were not illuminated. Reseating the ethernet on the scu and router did not resolve the issue, nor did moving the ethernet to another local area network (lan) port on the router. The rep used another ethernet cable between the scu and router which did not resolve the issue. The power cable from the scu to the uninterruptible power supply (ups) was confirmed by the rep to be fully seated and not damaged. The v4 on the ups had a green led. Selftest showed the scu as unknown firmware/unavailable, and everything else was green and connected. It was reported that the camera would work and then not work. Navigation was being performed when the issue occurred. The passive probe was in use at the time.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Already reported codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: an additional fdr code c19 has been added to reflect the hardware analysis results of product ID 9735821 in this case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.